Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials management. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for nondeployment device pullout as the device was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that following a neuro intervention with an 8f angio-seal device, the physician set the anchor by doing both the first and second click. However, upon retracting the device the anchor never caught the vessel wall. The entire device came out of the patient and a manual hold was used for hemostasis. The staff stated that it felt like the anchor was still in the modified angio-seal sheath. There was no blood loss.